Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited noise with oversensing as well as respiratory rate trend (rrt) signal oversensing. In addition, pacing inhibition was observed with what appeared to be more than two seconds of asystole on the atrial channel. Review of impedance trends also revealed a few instances of high out-of-range ra pace impedance measurements at approximately 3,000 ohms in july and august 2020, however ra impedances appeared to be within normal limits at this time. Technical services (ts) recommended programming rrt off. This crt-d remains in service at this time. No adverse patient effects were reported.